Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 400 mg/dl. The caller stated that she and the customer were at a restaurant trying to input the carbohydrates value when the numbers on the insulin pump began ramping up. The caller removed and reinserted the battery, which led to the button error alarm. The customer's mother noted that her daughter was playing soccer but had not been wearing the insulin pump. The caller stated that the device was kept in her bag at that time. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had no button response due to a flattened escape button dome switch. No button error alarm was noted. No display anomaly was noted. The insulin pump was received with a cracked case at a display window corner and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.